Event description:
It was reported that the device was implanted in a canine. The canine experienced a syncopal episode. The pulse generator could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).